Event description:
A healthcare facility in (B)(6) reported that a patient stated that his hc221jhu CPAP humidifier was "smoking at the connection near the power cord." There was no patient injury.

Manufacturer narrative:
(B)(4). Method: the returned device was opened and inspected both internally and externally. Results: there was no damage visible on the exterior casing of the unit. The supply cord was broken at the point of entry into the CPAP unit, with some blackening around the torn edges. There were no signs of damage found inside the unit. This is the only complaint of this type received for this lot number. Conclusion: both the outer and the inner sheaths of the cord showed signs of stress, most likely due to the supply cord being subjected to excessive physical stress such as the unit being periodically picked up by the power cord or excessive flexing, causing the supply cord to stretch to the point of breakage. The pvc flexible cord is ul approved ((B)(4)), with a flammability rating of vw-1. The enclosure is constructed of flame retardant materials rated to ul 94v-0. (B)(4).